Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension (or hemodynamic instability) include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the physician reported that the patient¿s heart did recover, and did not receive proper support from the various treatment modalities (iabp, cps), therefore not allowing for proper flow across the valve post deployment. This resulted in severe ai. There were no issues with the prosthetic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), post transapical valve deployment, the patient was unable to recover even with anesthesia support. Intra-aortic balloon pump was inserted via the rfa, not much support was noted. CPR was started and balloon pump was removed. Cps was then advanced and started, and patient¿s pressure came up slightly to a systolic of 80 at 4.0 liters. Within approximately 3 minutes perfusion barely supported the patient at 1 liter. There was much confusion about why the patient wasn¿t receiving proper support. Blood gas was sent and came back (-) with normal hgb and chemistry. Fluids were given and CPR continued for about 35 minutes. The patient had severe ai not related to improper placement or leaflet malfunction, but was primarily due to the patient not having any after load and being on pump. It was felt that the patient did not receive proper support hence not allowing for proper flow across the valve post deployment. Upon follow-up with the physician he indicated that he reviewed all of the films, and looked at the photos from the autopsy. He found that the valve was intact, in the correct position, with no coronary occlusion. He stated that basically once the valve was placed, the heart did not recover. He stated there was asystole and the patient became hypotensive, and then went into pea. There was no issue with the valve. He was still waiting for the official autopsy to be complete.